Manufacturer narrative:
The device was returned to olympus for evaluation and customer¿s allegation of no image was not confirmed. The device evaluation revealed the following findings: adhesive on bending section cover had a chip; adhesive on bending section cover had a crack; the number of broken wires in bending tube blade exceeded the standard value; and video connector was deformed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. This issue is addressed in the instructions for use (IFU): ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning. Inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, during preparation for use, the endoeye flex deflectable videoscope displayed no image. The procedure was reported as a laparoscopic hernia repair was completed with a similar device, with no delay noted. There were no reports of patient harm or impact associated with this event.